Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was going to be explanted, so available records were reviewed. Records indicated it exhibited high out of range shock impedance measurements when , but it stabilized and entered within established range values. This rv lead was subsequently explanted due to the patient suffering an infection. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this right ventricular (rv) lead was going to be explanted, so available records were reviewed. Records indicated it exhibited high out of range shock impedance measurements when , but it stabilized and entered within established range values. This rv lead was subsequently explanted due to the patient suffering an infection. No additional adverse patient effects were reported.